Manufacturer narrative:
(B)(4).as listed in the instructions for use, stroke is a known potential adverse event associated with the use of the product.

Event description:
Subsequent to the initial medwatch report the following information was received: per event adjudication, the patient experienced a minor, ipsilateral, ischemic stroke.

Event description:
It was reported that post a left internal carotid artery stenting procedure, the patient experienced partial hemianopia in the left eye likely due to a retinal embolus. The condition is continuing and improving. One day post-procedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device malfunction reported that could have contributed to the event. Embolism and visual disturbances may occur during this type of procedure and as listed in the rx accunet instructions for use are known observed and potential adverse events associated with the use of the product. Based on the available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.